Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital. Tandem technical support (cts) could not confirm if the hospitalization was due to the pump or supplies. Although multiple attempts were made by cts to obtain additional information, customer did not reply.